Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter became entangled with another catheter. During an ablation procedure for atrial fibrillation, a non-bsc ring catheter got caught in the intellamap orion high resolution mapping catheter while in the left atrium. Because the orion was in the closed state, it was deployed fully open, and the two catheters separated. The orion was used to successfully finish the procedure, and there were no serious injury or adverse patient effects.